Manufacturer narrative:
Images were provided for review and show a hole in the gray area of the mcs tip cover. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a tear in the monopolar curved scissors (mcs) tip cover was observed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: no arcing was observed. There is no thermal damage.